Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an anterior resection procedure that the surgeon fired powered circular stapler. Everything went as it should until he went back in to look at the anastomosis and noticed 1 malformed staple. A leak test was done and there was not a leak. Surgeon was concerned about how and why there was a malformed staple. Procedure was completed successfully with no delay. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 06/04/2021 d4: batch # u5dn01 h6: component code = others (g07) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with no staples present and anvil with washer cut. When forward battery was installed, the green checkmark illuminated. The device was reset, loaded with staples, and fired into a test skin with no issues. The staple line was complete, and the staples meet the staple form and release criteria. The device was reset, loaded with staples, and fired into test skin three additional times at high, mid and low-b with no issues. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted.